Event description:
It was reported that while performing the right uterine side treatment during a robotic laparoscopic total hysterectomy procedure, an arm error occurred on the arm cart assembly that required the system to be restarted. The error message stated, "arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.¿. At the time of the error, the cadiere forceps that were attached to the arm cart remained clamped on tissue. Continued use of the cadiere forceps became impossible. To resolve the situation, the mechanical release of the sterile interface module (sim) connected to the cadiere forceps was utilized, allowing the cadiere forceps jaws to open and release the tissue. The arm cart was then positioned away from the patient and restarted. A replacement sim was obtained, and the procedure was able to resume. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.